Manufacturer narrative:
Date of incident: approximately 4 months earlier than the date of this report. If implanted, give date: (B)(6) 2015, exact day was not provided. If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). (B)(4) blisters in the eyes. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient had one intraocular lens (iol) implanted in the left eye in (B)(6) 2015 and one in the right eye in (B)(6) 2015 and had great eyesight. Approximately one year later (about 4 months earlier than the date of this report), the patient developed some sort of blisters in both eyes and it is reported to bother a lot. The patient is concerned that new implants might be needed. The patient reported to use a non-amo lubricating eye drops. No further information was provided. Two reports will be submitted, one for each eye. This is for the right eye.

Manufacturer narrative:
Device evaluation the device was not returned as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. The serial number was not provided. Therefore the manufacturing record review and complaint history could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.